Event description:
The respiratory care director reported the ventilator ac power cord plug was physically damaged by the user when it was moved and the cord got caught under the wheels. The respiratory therapist didn't notice the damage on the power cord plug and when they plugged the power cord into the wall outlet the plug sparked. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician performed inspection of the plug and found one of the prongs missing. The service technician replaced the power cord to address the finding. Performance verification testing was completed and passed to operating specifications. The findings may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate. This is being reported due to user error.